Event description:
It was reported that during a procedure, "the device misfired". Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that on el5ml device was received in good visual condition. However, when testing the device for functionality; the first firing had a double feed issue and two malformed clips were released from the jaws. The remaining 10 clips were fed and formed according to mfg requirements. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.